Event description:
It was reported that there was an alert for a high pace impedance measurement, on the right atrial (ra) lead, that was greater than 3000 ohms. Prior to this, the ra impedance was stable, around the 600 ohms range. It was also noted that the ra was oversensing the ventricular signal and noise was present on the lead electrogram. The health care professional (hcp) thought the lead might be broken. Troubleshooting was suggested. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
Additional information was reported indicating that undersensing was also observed on this right atrial (ra) lead. In surgery, it was confirmed that the lead was broken. The lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.